Event description:
It was reported that an asymptomatic patient presented in emergency room. Upon investigation, it was revealed that the device was in backup vvi. Device download was performed successfully. Patient was stable.